Event description:
The pump was returned for investigation. Investigation revealed a dim, faded and discolored display screen. There was contamination found under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim/faded and discolored. A test display was used for investigation and functioned appropriately. The keypad was observed to be peeling off from the base. All of the keypad buttons responded appropriately. The keypad cover was removed and there was evidence of contamination found under all of the button key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).